Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) and noisy signals on this right ventricular (rv) lead. Technical services (ts) reviewed the data and confirmed noise and loc on the rv channel. Ts recommended an in-clinic visit to further evaluate the lead. No adverse patient effects were reported. This rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).